Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint evaluation for this serial number ((B)(4)) was confirmed (reference: MDR number 3006260740-2020-00829).

Event description:
Per tm, unit shuts down mid procedure and requires re-booting.

Event description:
Per tm, unit shuts down mid procedure and requires re-booting.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit shutting down was unconfirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is unconfirmed; ran the scanner on battery power until it reached to 0% and shuts down. Performed this twice. Also ran the scanner with ac plugged in for 3 days straight and it did not shut down. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number dyatac024 showed one other similar complaint from this serial number. The previous complaint evaluation for this serial number(B)(6) was confirmed (reference: MDR number 3006260740-2020-00829).